Event description:
Reportedly, on (B)(6) 2020, with a new smartview and wirex, the patient put the main plug into the outlet, the power light of the wirex continued to blink orange for a long time. Then, all lights were blinking for more than 20 minutes. The patient confirmed that the connection was normal. On (B)(6) 2020, the patient tried to put the main plug into the outlet to start the wirex and all blinking lights turned to constant. It was confirmed that data transmission was normally received.

Event description:
Reportedly, on (B)(6) 2020, with a new smartview and wirex, the patient put the main plug into the outlet, the power light of the wirex continued to blink orange for a long time. Then, all lights were blinking for more than 20 minutes. The patient confirmed that the connection was normal. On (B)(6) 2020, the patient tried to put the main plug into the outlet to start the wirex and all blinking lights turned to constant. It was confirmed that data transmission was normally received.

Manufacturer narrative:
D1 and d4: corrected d3 (email address) and g1 (contact information): updated. Please refer to the attached analysis report.